Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of event description: the impactor broke after providing snap fit of the insert into the shell. Visual examination: impactor is broken around the thread. Root cause analysis: a root cause analysis was performed. Most probable root cause: men (incorrect use or off label use) is thought to be the root cause for the observed problem. According to the risk assessment dfmea a possible cause for breakage could be: "damage of instrument through incorrect use" since this cannot be verified however men (incorrect use) is a possible cause; "off label use". Since no off label use cannot be verified however men (off label use) is a possible cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The product has been returned for investigation and the investigation has been initiated. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that during insert impaction the tip was broken. It was stated that the impactor broke after providing a snap fit of the insert into the shell. It is unknown for how long was the surgery extended.